Event description:
It was reported that a total of 4 pts received skin burns during exams on the magnetom essenza system. Initially, the customer reported to siemens that 2 pts had received burns during exams. The call was open and the investigation of the issue began. Siemens field service engineer visited the site. The unit was checked, a tune-up and quality tests were performed. The system was found to be working within the specifications. Siemens specialist observed a pt exam on the reported unit and no warnings or error messages were identified. The customer continued to scan pts and 2 additional pts received skin burns. All 4 pts received moderate to severe burns on different parts of their bodies. One pt, who presented severe burns, was treated with external medication and required a skin graft. The reported issue occurred in (B)(6).

Manufacturer narrative:
The incidents were reported to federal authorities in (B)(4). After the report was submitted to the local authorities, siemens was informed that the equipment will not be used until the investigation is completed. Factory experts visited the site but no system failure was detected. However, the rf components were preventively replaced on the reported unit. The complaint investigation is on-going as the factory experts are examining pt gown material used at this site to make sure that recommended textile was utilized. (B)(6).